Event description:
It was reported that during the delivery of cardioplegia, the heart did not stop. The physician pulled out the balloon clamp and noted that it was full of blood. Another balloon was used to complete the case. There was no adverse pt outcome.